Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in to for assistance with on inserting insulin pump and reported hospitalization for high blood glucose levels. Customer declined troubleshooting insulin pump and did not want to provide information regarding hospitalization. Blood glucose level was 231 mg/dl at time of reporting. Nothing further reported.